Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the pt experienced increased baseline pain. The pt's pain level was typically 2-3 out of 10, the pt woke up at a level 7. The pt was on (B)(6) and also used oral medication. On (B)(6) 2010, it was discovered the pump was flipped in the pocket and had to be "flipped back" to perform pump refill. The actual residual volume was greater than the expected residual volume. The expected volume was 9.3ml, the actual was 23ml. During the previous pump refill, the expected volume was 9.6ml and the actual volume was 15ml. There were no pump alarms; no diagnostic studies done to pump. The pump event logs were normal. The pump medication was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.